Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot j152 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot j152 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. Photographs were provided by the customer for evaluation. The complaint kit and smart card were not returned. Review of the photographs verify the drive tube leak as blood residue is seen at the end of the drive tube overmold, where the tri-connector and tubing are bonded together. A material trace of the drive tube assembly and its components used to build lot j152 identified no related non-conformances. A device history record review for kit lot j152 identified one related unscheduled maintenance event. 100% of all kits are subjected to an in-process leak test. Five (5) kits failed the in-process leak test during the manufacture of lot j152. As a result, an unscheduled maintenance event was initiated to investigate the cause of the in-process test failures. A water immersion test was performed on the five failed kits and determined that the leak was occurring at the connection between the drive tube assembly and tri-connector. Review of the related components, solvent bond strength, manufacturing equipment, and assembly process did not identify a cause for the leaks. No additional actions were required as the in-process test screens 100% of all kits for leaks prior to product packaging. No in-process leak test failures occurred during the following manufacturing shift. Subsequent to the packaging and sterilization process, 32 finished product kits are subjected to a simulated use test. Review of the DHR verified that kit lot j152 passed all lot release testing and no leaks were observed. A review of all drive tube leak/break complaints documented in mallinckrodt's electronic database did not identify any similar occurrences for kit lot j152. The reported drive tube leak is verified based on the photographs provided; however, a root cause for the leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). P.t. (B)(6) 2021.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") after an extracorporeal photopheresis (ecp) treatment was completed. The customer reported the procedure was successfully completed and blood was returned to the patient. The customer reported when they were unloading the kit they observed a blood leak. The customer reported the patient was in stable condition. The customer discarded the kit; however, returned photographs for evaluation.